Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.